Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced a herniation of the stomach and found the linx device to have "slipped" leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to herniation of the stomach and device "slip" occurred on (B)(6) 2018.

Manufacturer narrative:
Updated information regarding adverse event based on additional information provided by the physician. Device was discarded by the hospital.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphasia leading to explant of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred on an unknown date. Device explant due to dysphasia (B)(6) 2018. A herniation of the stomach into the linx device was found during explant and the linx device was reported to have "slipped" the patient is reported as doing well ((B)(6) 2018) and has not experienced any gerd symptoms since the explant.